Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. Customer reports the drive support cap appears normal. Customer reported that the insulin pump had not been exposed to high magnetic field. Customer did not report motor position encoder error alarm. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.